Event description:
The hosp reported that during preparation for a procedure the surgeon went to tighten the xp-3000 and noticed there was a pin or screw missing. He was not able to clamp it down. The hosp confirmed that the missing pin/screw did not fall into the pt. A replacement unit was used to complete the procedure. The hosp did not report any pt complications. The product is returning.

Manufacturer narrative:
Investigation the visual inspection revealed that the logo was missing. Missing logo was not returned with the product. Based upon the received condition of the device, the reported complaint was confirmed. (B)(4).